Event description:
It was reported that the shaver was not working properly.

Manufacturer narrative:
Final device investigation of the shaver revealed the distal tip had broken free from the device. The tip was retrieved and returned with the device. Such breakage is typically caused by the device contacting a metal object during use.